Event description:
It was reported that the patient had a low battery only 4.5 years after implant and the patient¿s symptoms returned. It was stated that the battery depletion was not normal and they did have cycling programmed. The patient¿s battery was explanted on (B)(6) 2014. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: 3095-10, serial# (B)(4), product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0202863911, product type lead. Analysis of the implantable neurostimulator (ins) found no significant anomaly. No electrical anomalies were found with the hybrid circuit. The ins battery was at normal end of life. There was no telemetry and no output. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.